Manufacturer narrative:
Date of occurrence: 2017. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor leaked during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured june 28, 2016 - june 29, 2016. The device was received for evaluation. Visual inspection revealed that there was no solution in the reservoir. Functional leak testing was performed by manually filling the device with water. During fill, a leak was observed from a cut on the coil tubing located inside the housing. A leak was also observed from a cut in the delivery tubing located at the solvent-bonded junction of the tubing and the cap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.